Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1.3 had a medication packet jammed in the middle of tray. A field service engineer (fse) forced to open the drawer from back and used retractor band to move medication packets to resolve the issue. Further the customer was able to recover drawer after medication jam was cleared. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the mini tray was not opening. The customer stated that they tried to open the drawer with screwdriver, but the attempts were unsuccessful. The customer stated that this malfunction occurred while dispensing the medication and the medications were available in another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.